Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
Product development advised they opened a screw package and the screw has peeled threads wrapped around the top threads just below the locking head.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.original awareness date is 07/21/2011.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The parts are intact and undamaged. The complaint category, screw threads peeled, was determined during the manufacturing evaluation to be inaccurate. The visual inspection revealed the small piece of wire in the complaint description is actually a burr which is called a chip wrap. This material wraps around the shaft near the head during the thread turning operation and was, apparently, not removed during subsequent processing. The investigation determined this was a valid event.